Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. The posterior surface of one haptic was scratched and the anterior and posterior surface of the optic was scratched. Lens was folded using folding forceps and folded and unfolded with no abnormalities observed. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. There have been no other complaints received for this lot number.

Event description:
A surgeon reported during intraocular lens (iol) implant surgery, the lens did not unfold in the eye and a haptic stuck on the optic. Lens was removed during the same procedure and the eye was not injured. No other info is anticipated.